Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) may have an infection as per physician. Additional information received from the field representative indicated that the extraction is yet to be scheduled. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
Additional information received indicates that the device system was removed successfully. The patient also had fever. There were no additional adverse patient effects reported. The implantable cardioverter defibrillator (ICD) was explanted.